Event description:
During a stenting procedure in a severely calcified superficial femoral artery, the stent was said to have "jumped" during deployment, and was not placed in the intended location. After first performing pre-dilatation using a 5 mm savvy balloon, the smart contol, c08040mj was advanced to the lesion over the guidewire through the sheath introducer. After removing the slack from the system, the physician began to deploy the stent; however, the stent jumped over the lesion and was unable to be placed in the accurate position per the affiliate. The physician had originally planned to implant two stents to cover the lesion; however, a total of three stents had to be placed due to the first stent "jumping" and being placed in the inaccurate position. There was no report of any adverse effects to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.